Manufacturer narrative:
Correction: d2 and g2 previously listed conmed corporation, 11311 concept blvd, largo, fl 33773, the address has been corrected to reflect consolidated medical equipments address additional information: d11 an additonal device was added as a concomitant device. Narrative: evaluation found the customer's camera head was not received for testing however, the two sdi ports have no video signal. The controller ((im4000, sn#(B)(6)) and card edge were replaced, and the device repaired. The likely cause of this event is lack of periodic maintenance. The service history was reviewed and found no preventive maintenance has been performed on the device. A DHR review was not conducted as the device has been in the field more than 12 months. Manufacture date is 28-june-2007. A two-year review of complaint history revealed there has been 159 complaints regarding 159 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; test the device before use to assure proper functionality. The device should be returned every 12 months for servicing. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) reported on behalf of their customer that the im4000, high definition camera controller, was used in an arthroscopic rotator cuff repair on (B)(6) 2020. About 40 minutes after the surgery started, the error message "head power fault check cable insertion" was displayed on the black screen . After that, it recovered immediately, but the same error was displayed again. The surgical team checked the cable insertion, powered off the console and restarted the device. They replaced the camera head,with another of the same model, but the issue was not solved. Due to not having another console they abandoned the arthroscopic surgery and shifted to the open surgery. There was a 5-10 minute delay of procedure. The patient's procedure was completed as planned, with no adverse effects to the patient. The patient recovered as planned with no additional treatment. This report is being raised as patient injury due to converting the arthroscopic procedure to an open procedure.